Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient representative reported "plaintiff suffered wage loss, hospital and medical expenses, general damage and loss of earning capacity." "Allergan failed to warn plaintiff of true rupture risk and risk of silicone when exposed to a patient from rupture, including but not limited to autoimmune symptoms and diseases." This record is for the left side. The device status is unknown.